Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During use of screw drill bit, the tip broke off in the glenoid and could not be retrieved. Remained in patient. 2 minutes delay to procedure. Second drill bit from set was used.

Manufacturer narrative:
Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.